Manufacturer narrative:
Unknown; requested but not provided. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was explanted from the patient's left eye due to "mechanical failure". There was no patient injury. An incision enlargement was required. No suture or vitrectomy was required. Amvisc viscoelastic was used. Through follow-up, it was clarified that "mechanical failure" meant that the patient reported worsening constant hazy vision at distance and near, especially when driving and reading. The patient did not like the quality of vision with the multifocal implant. Another johnson and johnson lens was implanted as replacement (zcb00, +19.0 diopter). The patient's pre-operative uncorrected visual acuity (va) was 20/25-1, best corrected va was 20/20. The patient's post-operative (post-initial implant) uncorrected va was 20/20-2, best corrected va 20/20. The targeted post-operative refraction (for initial implant) was emmetropia. There was no calculation issue. No further information was provided.

Manufacturer narrative:
The product was returned to the manufacturing site for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: mar 21, 2024. Section h3: evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside a plastic bag stuck to medical gauze. No other product or components were received. Visual inspection of the complaint lens revealed that it was coated in viscoelastic residue. The lens was cleaned and no issues that could cause or contribute to the complaint issues were observed. The complaint issue "explant", "sub-optimal results", and "blurry vision" were not identified during product evaluation. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.